Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes insufficient negative pressure was found during use for two tubes. No health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.